Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rmt231212j/12511882, pxl161207j/13040680, pxa230300j/13327153) to repair an abdominal aortic aneurysm. It was reported that the patient's terminal aorta was measured 15mm in diameter, and distal end of the contralateral gate was positioned at the terminal aorta. No issue was observed during the procedure. The patient tolerated the procedure, and was discharged at a later date. On an unknown date, the patient was admitted to the institution due to the ischemic right lower extremity. CT images revealed that the ipsilateral leg was occluded with thrombus. The physician indicated that double radial force of the iliac extender and the contralateral gate may have pinched the ipsilateral leg at the tight terminal aorta, causing poor blood flow in the ipsilateral leg. On (B)(6) 2015, an additional procedure was performed to repair the occlusion whereas a bare metal stent was implanted at the occluded area. The occlusion was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.